Event description:
An international distributor reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer confirmed that the device is functioning as designed and may remain in service. Analysis of the AED's internal log files determined that the root cause of the failure to power on was due to a lack of routine maintenance. On (B)(6) 2025, the AED detected a low battery condition and initiated audible chirping and red active status indicator (asi) flashing to alert the user. However, there is no evidence of any user response to this alert. The AED continued to emit alerts until april 17, 2025, at which point the battery pack became fully depleted.